Manufacturer narrative:
A steris service technician arrived onsite and discussed the reported event with user facility personnel. User facility personnel stated that the patient was in a prone (face down) position and was not strapped to the table causing the reported event to occur. Additionally, the technician found that the table had excessive lash, and a few of the siderail fasteners were not securely tightened. The technician made the necessary adjustments, tested the table, confirmed to be operational, and returned it to service. The 4085 surgical table was manufactured in 2011 and is not under a steris service contract. The user facility is responsible for all maintenance activities. The 4085 surgical table operator manual states (1-2), "warning - personal injury hazard: failure to keep the patient properly secured with the patient safety straps at all times could result in death or serious injury." The operator manual further states (1-2), "warning - personal injury hazard: patient must be secured to the table in accordance with recommended positioning practices. Unanticipated patient or table movement could result in death or serious injury." Steris account manager contacted the customer and offered in-service training, and is pending a response. A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported that during a patient procedure the patient slid off the 4085 surgical table onto the floor. The user facility stated that the back of the table "popped up" as the patient was lowered to the floor. Details of injury were not disclosed. The table was removed from service and the procedure was cancelled.

Manufacturer narrative:
A steris account manager offered in-service training to the user facility; however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
UDI related data quality updates only - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.